Event description:
Customer reported a abo mistype on galileo. A patient sample with a historical type of ab was typed as b on the galileo. The sample was sent to the reference laboratory where it was confirmed manually as asubb with an anti-a1.

Manufacturer narrative:
The sample was not returned for investigation testing. The customer was unable to find a convenient time to allow access to the instrument to retrieve images for review. Customer was advised that according to the anti-a (murine monoclonal) series 1 package insert "certain subgroups of a and b may produce reactions that are weaker than those obtained with a or b red blood cells of most random donors. Depending on the subgroup involved, some may appear nonreactive in direct agglutination tube, microtitration plate or slide tests".